Event description:
It was reported the system displayed a communication error. A communication fail error message will likely result in a system lockup, no boot, or shut down situation depending on when it occurred. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator interface board, x-ray controller board, and table generator interface were replaced during the service call. The system was tested and found to be working as intended and put back into service.